Event description:
This case was reported by a lawyer via a legal complaint and described the occurrence of zinc toxicity in a female pt who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. In 1986, the pt used super poligrip at unknown dosing. At an unknown time after using super poligrip, the pt experienced zinc toxicity, copper deficiency, extensive nerve damage resulting in abnormal gait, as well as numbness and tingling in both hands and feet, requiring the use of a walker. According to the legal complaint, the pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries. The damages are permanent and will continue into the future. At the time of reporting, the events were unresolved. Follow up information was received on (B)(4) 2010, via medical records. On (B)(6) 2009, the pt complained of bilateral dull hand pain for six months (since approximately (B)(6) 2008). The pt stated her hands had numbness, tingling, and pins and needles sensation and a stiff neck. The pt was diagnosed with bilateral hand paresthesias and carpal tunnel syndrome and/or cervical radiculopathy. Electromyography (emg) and nerve conduction studies (ncs) showed bilateral mild carpal tunnel syndrome and bilateral lower cervical radiculitis, where no frank radiculopathy was seen. On (B)(6) 2010, the pt had a zinc level of 184 (normal 60 to 130 mcg/cl). On (B)(6) 2010, a copper level was 15 (normal 70 to 175 mcg/dl). On (B)(6) 2010, the zinc level of 105 and copper level of 119 were both normal. Follow up information was received on (B)(4) 2010, via medical records. On (B)(6) 2010, an emg/ncs conducted of the bilateral lower extremities (for complaints of weakness and gait ataxia) was normal. Follow up information was received on (B)(4) 2011, via fact sheets completed by the pt and/or the pt's attorney. Super poligrip original was used from 1986 until approximately (B)(6) 2010. Super poligrip zinc free was used from (B)(6) 2010 until the time of this report. The denture adhesive was used twice a day, two 1.4 ounce tubes a week. The pt experienced neuropathy ((B)(6) 2010), with symptoms of numbness in hands/legs/feet, abnormal gait, and lack of balance. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2011-00181. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).